Event description:
A healthcare professional reported that the tubing from a custom pak disconnected during a cataract surgery. The pt impact is unk. Add'l info has been requested but not received to date. This is one of two medical device reports being filled for this request.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).